Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the abdomen. She experienced incoherence and diaphoresis. The patient passed out around 2:00 pm. There was no documentation of cgm reading, alerts, or alarms at that time. The spouse discovered her in bed unconscious and immediately called 911. Paramedics arrived and the bg was 28 mg/dl. The patient could not recall the cgm reading, but reported it was around 30 mg/dl points off. No mention of alerts or alarms for low reading. The patient was treated with carbohydrates. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 30 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.